Event description:
A patient contacted baxter's technical service center regarding a large drain amount, which occurred on the homechoice (hc) during use during drain 4 of 4. The drain volume equaled 3611ml. The fill volume equaled 2000ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient did not perform an off cycler manual exchange or fill. The patient did not currently have symptoms. The iipv did not occur during or due to off cycler exchanges. The patient did not have symptoms in fill 1 or dwell 1. The patient did not connect before "connect yourself" was displayed. The patient did not press go prior to closing the clamps when "close all clamps" was presented at the end of therapy. The cycler did not lose power while the patient was connected. The ultrafiltration (uf) through the last cycle completed equaled 1432ml. The patient would contact their registered nurse (rn) regarding the drain amount. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The nurse was aware of the alarm. The nurse stated she recently adjusted the patient's initial drain alarm as well and stated that there had not been any issues since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain; one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.